Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the fracture was reported in error and that the issue with the device was that it could not show the image.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was detached. Impedance test showed an electrical open at the distal end of the catheter between 0-10 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the fracture was reported in error and that the issue with the device was that it could not show the image.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported.